Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Reporter email address: unknown/not provided. Reporter telephone number: (B)(6).. The device is unknown if it is returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed for now. However, a review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged. There was no further information reported no further information provided.